Event description:
Event description boston scientific received information that a patient with this implantable cardioverter defibrillator (ICD) was shocked 5 times in the vt-1 zone set at 160 with supraventricular tachycardia (svt) inhibit with the sustained rate duration (srd) at 3:00. The device appropriately inhibited until srd timed out, then delivered a shock. Following this, the rhythm was accelerated to the higher zone. The patient was not symptomatic during the 3 minutes of srd. Previous epiosdes of svt were inhibited appropriately and broke on their own during srd.